Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent partially deployed, the stent elongated, and a portion of the stent detached. A 7 x 200 x 130 innova self-expanding stent was selected for a procedure in the right superficial femoral artery. An antegrade approach was used. When they were deploying the stent, they pulled the pin to release the 200 length stent. However, the last portion of the stent became hung up within the delivery system and would not release. They pulled on it assuming that the stent would release itself. Rather, the stent elongated and a portion of the stent detached. The proximal portion of the stent was detached from the stent itself. They removed the detached piece and stent through the sheath. Nothing was left inside the patient's body. The procedure was completed with a different device. Ballooned angioplasty was performed in the remaining portion and the procedure was completed. There were no patient complications and the patient was fine.